Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in this complaint could not be conducted since the product was not received yet at our facility. No pictures have been received for evaluation of the defect reported. Based on the lot number provided, for which the device history record resides at arlington heights facility, the nuevo laredo lot numbers for component 12228 were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint. Customer complaint cannot be confirmed based on the information provided. No corrective action can be established at this time. Customer reported a representative sample rather than the actual device is being returned for evaluation. Said sample has not been received as of this report time. If the device sample becomes available at a later date this report will be updated with the investigation results.

Event description:
Customer complaint alleges the device has a "leak issue at the level of the up ring". Alleged defect reported as detected prior to a patient use. A new device was obtained for use. There was no report of injury or consequence to the patient. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A 340 ml water bottle (lot 134177) and an 040 humidifier adaptor (lot 13a17) was received in the original plastic dust cover. The water bottle and adaptor were removed from the dust cover and visually inspected. No defects were identified on the water bottle or adaptor. The 040 adaptor was attached to the 340 ml water bottle with no issues. The assembled adaptor and water bottle were connected to an air flow meter with no issue. The trigger on the water bottle was removed. The water bottle was tested at 2, 8 and 10 lpm. There was no observation of any leaks and the bottle performed as expected. The investigator manually occluded the trigger on the bottle and the adaptor alarm sounded as expected. DHR reviews were performed for water bottle lot 134177 and adaptor lot 13a17. A review of the manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification and all in-process qa inspections were acceptable. All post sterility and package integrity tests were accept able. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. The device functioned as intended.

Event description:
Customer complaint alleges the device has a "leak issue at the level of the up ring". Alleged defect reported as detected prior to a patient use. A new device was obtained for use. There was no report of injury or consequence to the patient. Patient condition reported as "fine".